Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor .unable to confirm compromised forced sensor system alarm due to motor error alarm. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. The insulin pump will be returned for analysis.